Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. Customer declined follow up from tandem technical support. No additional information was provided.